Event description:
It was reported that the patient was healing well following implant of this inflatable penile prosthesis (ipp), but upon presentation to their physician for removal of the dressing it was noted they had developed redness and blistering of the penis. The patient subsequently complained of pain, swelling in the scrotum and penis, blistering, hematomas, possible infection, skin irritation as well as urinary retention, urgency, and frequency. The physician determined there was no infection and the patient was voiding and healing well despite some discharge that was noted from the incision in addition to partial dehiscence near the apical portion of the incision. Several months later, the patient reported their ipp exhibited pump collapse, a stuck valve, and spontaneous deflation during intercourse. Because they could no longer engage in intercourse, the patient reported experiencing embarrassment, emotional trauma, depression and stress. It was further stated the patient continued to experience urinary urgency and frequency. The patient stated their physician explained there was air in the ipp system that could affect its performance and that the cylinders were folded at the base of his penis when the device was deflated. No further patient complications were reported. Available information indicate the device remains implanted.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with ams 700 inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain, infection, swelling, and depression were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient was healing well following implant of this inflatable penile prosthesis (ipp), but upon presentation to their physician for removal of the dressing it was noted they had developed redness and blistering of the penis. The patient subsequently complained of pain, swelling in the scrotum and penis, blistering, hematomas, possible infection, skin irritation as well as urinary retention, urgency, and frequency. The physician determined there was no infection and the patient was voiding and healing well despite some discharge that was noted from the incision in addition to partial dehiscence near the apical portion of the incision. Several months later, the patient reported their ipp exhibited pump collapse, a stuck valve, and spontaneous deflation during intercourse. Because they could no longer engage in intercourse, the patient reported experiencing embarrassment, emotional trauma, depression and stress. It was further stated the patient continued to experience urinary urgency and frequency. The patient stated their physician explained there was air in the ipp system that could affect its performance and that the cylinders were folded at the base of his penis when the device was deflated. No further patient complications were reported. Available information indicate the device remains implanted.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with ams 700 inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain, infection, swelling, hematoma, mechanical malfunction (leaks, incomplete inflation/deflation, kinking), dehiscence, urinary frequency, urinary retention, irrigation and depression were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with ams 700 inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of pain, infection, swelling, and depression were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that an ams 700 cx inflatable penile prosthesis (ipp) device was implanted. Three days after the device was implanted the patient presented to the emergency room with pain, swelling in the scrotum and penis, and blistering and blood pouches on his penis. The patient also reported having an infection. Seven months later on (B)(6) 2019 the patient was told there was air in device system which could affect the performance of the device. He was also told that the cylinders were folded at the base of his penis when the device was deflated. The patient reported the cylinders would collapse when the device was inflated during sexual intercourse. As a result, the patient was unable to have an erection and sexual intercourse. The patient ultimately reported suffering from embarrassment, humiliation, emotional trauma, depression, and stress as a result of the event.

Event description:
It was reported that an ams 700 cx inflatable penile prosthesis (ipp) device was implanted. Three days after the device was implanted the patient presented to the emergency room with pain, swelling in the scrotum and penis, and blistering and blood pouches on his penis. The patient also reported having an infection. Seven months later on (B)(6) 2019 the patient was told there was air in device system which could affect the performance of the device. He was also told that the cylinders were folded at the base of his penis when the device was deflated. The patient reported the cylinders would collapse when the device was inflated during sexual intercourse. As a result, the patient was unable to have an erection and sexual intercourse. The patient ultimately reported suffering from embarrassment, humiliation, emotional trauma, depression, and stress as a result of the event.